Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure performed on an unknown date. During the procedure, the stent was deployed; however, when the delivery system was removed, it was noted that the stent was hanging out of the rectum instead of being in the bowel. The patient's condition following the procedure was reported to be stable. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h10: a wallflex enteral colonic stent and delivery system were received for analysis. The stent was received fully expanded and deployed. Visual inspection observed no problems with the stent and delivery system. Product analysis did not confirm the reported event of stent positioning issue because this occurred during the procedure and is not possible to replicate in the laboratory of analysis. The device meets all the manufacturing specifications required, passed all controls and inspections, and no abnormalities were reported during the assembly process. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure performed on an unknown date. During the procedure, the stent was deployed; however, when the delivery system was removed, it was noted that the stent was hanging out of the rectum instead of being in the bowel. The patient's condition following the procedure was reported to be stable. Note: no further information has been obtained despite good faith efforts.